Event description:
It was reported to philips that geometry movements were not functioning. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer inspected the system remotely and found that the geometry pc does not start up. Analysis of the log file could not confirm the malfunction. The root cause of the issue was empty bios battery . The customer replaced bios battery. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.